Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection at the ipg site. The patient had noted signs and symptoms of fever, nausea and purulent discharge coming out from the ipg site. The patient was prescribed with antibiotics.

Event description:
It was reported that the patient had an infection at the ipg site. The patient had noted signs and symptoms of fever, nausea and purulent discharge coming out from the ipg site. The patient was prescribed with antibiotics. No further information has been obtained despite good faith efforts. Additional information was received that no cultures were taken. The patients ipg pocket had healed however the lead site was not completely healing. Additional information was received that the patient underwent a procedure wherein the lead incision site was cleaned. The incision site was healing well and the patient had fully recovered.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient had an infection at the ipg site. The patient had noted signs and symptoms of fever, nausea and purulent discharge coming out from the ipg site. The patient was prescribed with antibiotics. Additional information was received that the patients ipg pocket had healed however the lead site was not completely healing.

Event description:
It was reported that the patient had an infection at the ipg site. The patient had noted signs and symptoms of fever, nausea and purulent discharge coming out from the ipg site. The patient was prescribed with antibiotics. No further information has been obtained despite good faith efforts. Additional information was received that no cultures were taken. The patients ipg pocket had healed however the lead site was not completely healing. Additional information was received that the patient was underwent a procedure wherein the lead incision site was cleaned and that patient was doing well postoperatively. The incision site healing well and full recovered. Additional information was received that the patients lead site had opened and fluid discharges were noted.